Event description:
It was reported that the unit would not turn on. It was further reported that the unit displayed an error code.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.